Event description:
Pseudogout [chondrocalcinosis pyrophosphate], red knee [erythema], hot knee [joint warmth], swollen knee [joint swelling]. Case description: spontaneous report was received on (B)(6)2012 from a physician regarding a (B)(6) female pt, initials (B)(6), with osteoarthritis. The pt's medical history was not provided. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g - f 20) injection at a dose of 2 ml, once in an unspecified location. The lot number of synvisc was not provided. On(B)(6) 2012, the pt experienced red, hot and swollen knee. On the same day joint fluid was aspirated and synovial fluid analysis showed calcium pyrophosphate dihydrate crystals (pseudogout). On an unspecified date, the pt was treated with steroid injection. The outcome for red knee, hot knee, swollen knee and pseudogout was not yet recovered. The action taken with synvisc was permanently discontinued. Relevant concomitant medications were not provided. The intensity for all the events was severe. The reporting physician assessed the relationship between synvisc and all the events as probable.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by this report.